Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer has received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 438mg/dl and a manual injection was administered to address the bg level. The customer performed supply changes to try and resolve the past occlusion but the occlusions would continue. The customer reported that manual injections would be used for insulin therapy.